Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 400 mg/dl. Spoke with the customer's husband, and he stated that she called him at work because her blood glucose had been high all day. When he arrived to pick her up, he found her vomiting in the office. It was also stated that the customer stopped using the sensors due to discomfort. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.